Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2014 and a topical skin adhesive was used. The same day post-operatively, the patient returned to the facility with wound dehiscence. It is unknown how the dehiscence was treated. Additional information has been requested.